Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) due to suspected inappropriate shocks and anti-tachycardia pacing (atp). It was noted that the patient experienced an oncoming panic attack prior to the delivery of tachy therapy. Upon review, the arrhythmia was initially detected in the ventricular tachycardia 1 (vt-1) monitor only zone, and then the rate spontaneously increased to the vt zone where three 41j shocks and four bursts of anti-tachycardia pacing (atp) were delivered. The arrhythmia appeared to be 1:1 and atrially driven with some possible rapid ventricular response (rvr). It was noted that the therapy did not convert the rhythm.